Event description:
After the product was implanted, it was noted on the packaging, the product was 1 month past expiration.

Manufacturer narrative:
Field representatives are responsible for monitoring inventory. Field will be notified asking them to evaluate inventory for products that may be close to expiration.